Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number two states, " early or late postoperative, infection, and allergic reaction" and number fourteen states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported that patient underwent total hip replacement on (B)(6) 2000. Subsequently, patient returned to clinic with pain. Hip was aspirated and results came back positive for infection. Patient was revised on (B)(6) 2009. Hip was irrigated and debrided, and the modular head was removed and replaced.